Event description:
It was reported that 3 weeks post a da vinci si hysterectomy procedure the patient experienced pain and visited the emergency room. It was found that the patient had a urethral stricture which required a stent.

Manufacturer narrative:
Per the surgeon that performed the da vinci si hysterectomy procedure, the type of injury the patient suffered correlates to a cautery incident. The surgeon noted that during the procedure she had to change the monopolar curved scissors (mcs) tip cover accessory multiple times due to holes forming. It was determined afterwards that the electrosurgical unit (esu) settings were above the isi recommended setting. The mcs tip cover accessory and mcs instrument have not been returned for evaluation. Therefore root cause of the customer reported failure mode cannot be determined. If the instrument or accessory are returned for evaluation, or if more information is obtained, a follow-up MDR will be submitted.